Event description:
It was reported that during use with bd ultra-fine¿ pro pen needles 32g x 4mm the insulin was unable to be injected. The following information was provided by the initial reporter, translated from german to english: a customer has a complaint regarding the bd ultra-fine needles pro 4 mm. Some needles from different packs so that the insulin could not be injected.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device lot #: 2228971 was reported, however, this is not a lot# manufactured for this product. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd ultra-fine¿ pro pen needles 32g x 4mm the insulin was unable to be injected. The following information was provided by the initial reporter, translated from german to english: a customer has a complaint regarding the bd ultra-fine needles pro 4 mm. Some needles from different packs ...so that the insulin could not be injected.